Event description:
Adverse event(s): "patient status is not known" (no info). Product problem(s): "laptops showed treatment complete before beginning ablation" (communication or transmission issue); "bed issue" (device stops intermittently). An ophthalmic technician reports the right eye of one pt was treated with no problem. The pt was moved into position for surgery on the left eye, the laser was armed, the tracker was centered and the laptop showed that the treatment was completed, yet the laser never fired. Then the swivel bed would not move. The pt's flap was put down as soon as the laptop message was noted and the total delay to resume again 'may have been about 10 minutes'. The territory manager was called and instructed the site over the phone to reset the laser and the bed started moving again. After rebooting the system, they were able to download the treatment plan and the surgery was completed without any other problems. At one day post-op, the pt's ucva was 20/25 and the surgeon stated the eye was doing well. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).